Manufacturer narrative:
Concomitant medical products: erbe electrosurgical generator, unknown model. Cook fusion wire lock, fs-wl-o-s. Investigation evaluation: due to the condition of the returned device, we were unable to complete a full evaluation. Our laboratory evaluation of the product said to be involved confirmed the report. The wire guide lumen of the sphincterotome has been fully utilized. The outer edge of the wire guide lumen exhibits rippling along the separation line. Since the wire guide lumen was returned fully utilized, functional testing with a wire guide separating the wire guide lumen was unable to be performed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a corrective action has been initiated in an effort to reduce occurrences of this nature. Prior to distribution, all fusion omni-tome pre-loaded sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook fusion omni-tome pre-loaded sphincterotome. After a difficult cannulation, the wire guide was placed in the bile duct. It was very difficult to peel off [exchange] the sphincterotome and he lost the wire guide access from bile duct.